Event description:
Caller reported compact plus system blood glucose results of 13 mg/dl and 97 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(4). Strips not available for return.